Manufacturer narrative:
The overall condition of the unit indicated that aggressive use was the most likely cause of the reported emission of metal fragments.

Event description:
Shaver left metal fragments and required additional irrigation of surgical site. The physician was unsure if all of the metal shavings were removed.